Event description:
The information received indicated that after the smart stent was deployed, the internal catheter on the system separated from the handle.

Manufacturer narrative:
Additional information has been requested and will be submitted within 30 days from receipt.